Event description:
It was reported that the analyzer was broken. It was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Analyzer has no visible damage. Analyzer passed all functional testing.